Event description:
On (B)(6) 2026, the patient's parent reported that the patient was experiencing persistently elevated blood glucose (bg)readings, reaching 341 mg/dl, which did not decrease despite administering boluses through the pod. At the time of the event, the patient had been wearing the pod on the hip/buttocks for between 1 and 4 hours. With continued high bg and no improvement, the patient was taken for medical evaluation at the emergency room and the pod was still worn at that time. During the medical assessment, several tests were performed, including a ketone test, which returned normal results. The patient did not report any symptom associated with the elevated glucose. As part of treatment, the patient received 5 units of lyumjev insulin via syringe and was diagnosed with hyperglycemia. The visit lasted a few hours, after which the patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia.